Event description:
Reportable based on device analysis completed on 20-dec-2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed stent detach.

Manufacturer narrative:
Device evaluated by MFR. Promus select ous mr 32 x 2.50mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual inspection showed that the stent had separated completely from the balloon. Visual examination identified the stent had damage throughout. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. Examination of the stent via scope found that it was entirely stretched and had extensive damage. Stent has been completely removed from the balloon. Crimp marks from the stent are present. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during analysis.